Manufacturer narrative:
It was reported that the device failed the internal leakage test during the pre-use check. This information is not specific enough to point to any particular fault. Despite several reminders, the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. There is no information on how the issue was resolved, and there are no parts returned for technical investigation. The review of the received device logs can confirm the reported test failure, the cause as to why the test failed can however not be determined. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).